Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05902. It was reported that the system was autoreducing. Lead diagnostics showed multiple contacts with high impedances. The 9-16 lead had all high impedances. Only two contacts on the 1-8 lead were valid. No falls or trauma were reported. Surgical intervention may be undertaken to address this issue.